Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a respiratory syncytial virus (initially reported as pneumonia) infection and fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room due to shortness of breath (dyspnea) on (B)(6) 2025 (onset did not occur during pd therapy). The patient was reportedly being visited by a home health nurse when it was discovered his oxygen saturation was low (value not provided) and emergency medical services (ems) was contacted. While hospitalized, the patient underwent two hemodialysis (hd) treatments for increased ultrafiltration (uf) utilizing a preexisting left arteriovenous fistula (avf). The patient was transitioned back to ccpd prior to discharge without any reported issues and has recovered from the serious adverse events. The patient was discharged on (B)(6) 2025 in stable condition and is performing manual pd therapy at home. While the etiology of the viral respiratory syncytial virus (rsv) is unknown, the patient¿s pdrn alleged there is something wrong with the patient¿s liberty select cycler which caused the fluid overload. The pdrn stated the patient has recently been experiencing negative uf¿s and is concerned about the patient resuming use of the same liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a respiratory syncytial virus (initially reported as pneumonia) infection and fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room due to shortness of breath (dyspnea) on (B)(6) 2025 (onset did not occur during pd therapy). The patient was reportedly being visited by a home health nurse when it was discovered his oxygen saturation was low (value not provided) and emergency medical services (ems) was contacted. While hospitalized, the patient underwent two hemodialysis (hd) treatments for increased ultrafiltration (uf) utilizing a preexisting left arteriovenous fistula (avf). The patient was transitioned back to ccpd prior to discharge without any reported issues and has recovered from the serious adverse events. The patient was discharged on (B)(6) 2025 in stable condition and is performing manual pd therapy at home. While the etiology of the viral respiratory syncytial virus (rsv) is unknown, the patient¿s pdrn alleged there is something wrong with the patient¿s liberty select cycler which caused the fluid overload. The pdrn stated the patient has recently been experiencing negative uf¿s and is concerned about the patient resuming use of the same liberty select cycler.

Manufacturer narrative:
Correction provided in h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse events of a rsv infection and fluid overload, characterized by dyspnea, which warranted hospitalization and several hd treatments for rapid uf. The definitive cause of the rsv infection is unknown, nevertheless there was no allegation that the viral infection was in any way related to pd therapy. Rsv is spread by droplet infection and is increasingly recognized as an important pathogen in adults, especially among older people living with comorbidities. However, the pdrn alleges there is something wrong with the patient¿s liberty select cycler which caused the fluid overload. The pdrn stated the patient has recently been experiencing negative uf¿s and is concerned about the patient resuming use of the same liberty select cycler. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. Based on the information available, the liberty select cycler cannot be disassociated from having a possible causal or contributory role in the serious adverse events. There is currently no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred. However, given the pdrn¿s allegation of malfunction, and no manufacturer evaluation of the patient¿s device, this clinical investigation cannot disassociate the patient¿s liberty select cycler from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to a respiratory syncytial virus (initially reported as pneumonia) infection and fluid overload. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room due to shortness of breath (dyspnea) on (B)(6) 2025 (onset did not occur during pd therapy). The patient was reportedly being visited by a home health nurse when it was discovered his oxygen saturation was low (value not provided) and emergency medical services (ems) was contacted. While hospitalized, the patient underwent two hemodialysis (hd) treatments for increased ultrafiltration (uf) utilizing a preexisting left arteriovenous fistula (avf). The patient was transitioned back to ccpd prior to discharge without any reported issues and has recovered from the serious adverse events. The patient was discharged on (B)(6) 2025 in stable condition and is performing manual pd therapy at home. While the etiology of the viral respiratory syncytial virus (rsv) is unknown, the patient¿s pdrn alleged there is something wrong with the patient¿s liberty select cycler which caused the fluid overload. The pdrn stated the patient has recently been experiencing negative uf¿s and is concerned about the patient resuming use of the same liberty select cycler.